Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 8:00 am the result from the meter with a fingerstick was 1.4 inr. At 8:30 am the result from the laboratory was 3.31 inr. There was no adverse event. The laboratory result was believed to be correct. The customer's condition was "great". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no changes in medications, no bleeding, and no bruising. The customer's therapeutic range was 2 - 3.5 in. The qc was acceptable. The suspect device was requested to be returned for investigation relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control materials testing results: qc 1: 2.5 inr , qc 2: 2.4 inr , qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The result alleged by the customer was not observed in the meter¿s patient result memory.